Event description:
It was reported that the customer was receiving program safety alarms on the insulin pump. The customer's blood glucose was 147 mg/dl. Troubleshooting was performed. The alarm did not occur while trying to change settings or following a battery change. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates and passed the self test with no software error alarm. The insulin pump information could not be transferred with the carelink software due to alarms for a corrupted history file. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.